Event description:
It was reported that the rv (right ventricular) threshold was increasing steadily, and an x-ray showed an apparent lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. No anomalies were found. The defib conductor was distorted. All conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking, was breached cut, and had cosmetic depression. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage.